Event description:
A hospital tech reported that an olympus clv-u40 light source lost light during a colonoscopy procedure. The procedure was temporarily discontinued, the endoscope (model unknown) was removed from the patient and the produce was completed in a different endoscopy suite with different video equipment, i.e., video processor, monitor, etc. There were no complications associated with the occurrence.